Event description:
It was reported that while in the cardio cath lab the md punctured a pt's left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. The md then attached a blue one-way valve and vacuumed a balloon catheter twice inside of the tray to wrap the balloon tightly. After that, the md grasped the catheter closely and removed it from the tray horizontally per the instruction for use. As the md was inserting the intra-aortic balloon (iab) through the saf sheath, the balloon unwrapped "right away." Nevertheless, the md tried to advance the iab through the saf sheath, but the iab could not pass through the saf sheath due to premature unwrapping of the balloon. As a result, the md withdrew the saf sheath and iab together. Using another iab-05840-u, the md inserted another saf sheath and iab catheter into the same insertion site (left femoral artery). The insertion of the second iab was successful. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in therapy of 10 mins. The outcome of the pt is "the pt does not have any complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.